Event description:
It was reported that rn began process for obtaining specimen from inline port on catheter drainage tubing, using a luer-lock syringe, as is the usual for obtaining specimen; when syringe applied and "twisted' into position, rn heard and felt a 'snapping' sound; blue colored port observed to have snapped off inline catheter portion of kit, remained on end of syringe, leaving a 'hole' in the catheter system.

Manufacturer narrative:
It was reported that rn began process for obtaining specimen from inline port on catheter drainage tubing, using a luer-lock syringe, as is the usual for obtaining specimen; when syringe applied and "twisted' into position, rn heard and felt a 'snapping' sound; blue colored port observed to have snapped off inline catheter portion of kit, remained on end of syringe, leaving a 'hole' in the catheter system. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.